Event description:
Unomedical reference no.(B)(4). Event occurred in the united states it was reported that the issues with sensors failing due to sensor updating/change sensor cycle which attributed to low blood glucose value of 48 mg/dl. Patient was admitted in hospital for 5 days and treated with glucose and was off-pump. The reason of hospitalization was viral infection. No further information available.